Event description:
It was reported that the patient experienced an overdose. The symptoms were headache, weakness and increased pain. The patient's dose had recently been increased. The plan was to decrease the dose. The pump was delivering hydromorphone. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Supplemental submitted to correct conclusion codes and patient and device codes.

Manufacturer narrative:
Catheter model# 8709 serial# (B)(4) implanted: (B)(4) 2009 explanted: unk. (B)(4).